Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a kink located 78.5cm distally from distal end of strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014 was loaded and tracked without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuos and mildly calcified vessel. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, the device was failed to reached the lesion. The physician found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuos and mildly calcified right coronary artery. A 2.75x20mm synergy drug-eluting stent was advanced for treatment. However, the device could not be advanced and the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.